Manufacturer narrative:
Device is combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 8mm in length target lesion was located in the non-tortuous and non-calcified 4mm in diameter left anterior descending artery. A 4.00 x 8 synergy drug-eluting stent was advanced to treat the lesion. However, there was a dissection noted inside the artery at the proximal edge of the stent. Another stent had to be used to cover the dissected area. No further patient complications were reported and the patient was stable.